Event description:
Reporter indicated that the patient's device was registering high impedance on an undetermined diagnostic test. X-ray were taken and the physician stated that he did not see anything wrong with the lead, but would be sending a copy of the x-rays to the manufacturer for further review. Those x-rays have not been received yet. There is no known manipulation or trauma that may have led to the onset of the issue, and there are currently no planned interventions.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.